Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and advanced under the valve. However, during patient anatomy, the leaflets were unable to be grasped. After multiple grasping attempts, it was observed one of the grippers became caught in chordae. Troubleshooting was performed and the clip was removed from chordae, but a chordal rupture occurred. The clip delivery system (cds) was attempted to be retracted into the steerable guide catheter (sgc). While doing so, one of the clip arms became caught on the tip of the sgc. The cds was able to be removed from the sgc, but it was observed that one of the clip arms was no longer symmetrical with the other. Due to this issue, the clip was unable to be retracted into the sgc. The physician decided to remove both the sgc and cds together. It was noted when the device got to the access site, the clip became stuck, and the physician pulled with more force to get the devices out of the anatomy. No additional clips were inserted, and the procedure was discontinued. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae and difficult to remove clip from sgc were due to procedural circumstances. The cause of the reported unable to grasp leaflets was unable to be determined. The reported asymmetrical clip appearance was due to troubleshooting the reported difficult to remove clip from sgc. The reported tissue injury was a cascading effect of the reported clip caught in chordae. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.